Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the failure of the supply pressure sensor: cause traced to component failure, indicating expected or random component failure without any design or manufacturing issue. In the case of the failure of the excessive pressure warning function and the enclosure leakage current and flow rate being out of specification, the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event; the cause was not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the pressure sensor of the high flow insufflation unit was not working properly. Additionally, the excessive pressure warning function was not working due to a deposit on the pinch valve, the enclosure leakage current exceeded specification due to peeling coating on the inlet plug, and the flow rate was also out of specification due to damage on the connector unit. There was no patient involvement.